Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Customer is unable to interact with the pump due to the shattered touch screen. There was no reported impact to customer's blood glucose level. Customer did not have a form of backup therapy and declined follow-up from tandem technical support to confirm backup therapy was obtained.